Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filled accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reported event was confirmed. Product was returned. Visual examination found that the returned tasp exhibits signs of repeated use (nicked and gouged) and the post is also fractured but still intact. The device history records and receiving inspection report for the device were reviewed and no discrepancies relevant to the reported event were identified. Review of the complaint history indicated that no further actions are required. A previous CAPA investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp components have been modified to prevent fracture. The root cause is determined to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filled accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the trial was broken upon extraction after the final trial. No adverse events have been reported as a result of the malfunction.